Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes, based on analysis results, product analysis was unable to confirm the reported atrophy and recurring incontinence. Device history record review (DHR): the device history record review (DHR) confirmed the device met all manufacturing specifications, a risk review confirmed that the event is accounted for in the risk documentation. Label review: a labeling review found no evidence of device off-label use or failure to follow instructions. Additionally, the reported events of atrophy and urinary incontinence are included as potential adverse events within the warnings section of the IFU. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon component was visually inspected, microscopically examined, and tested for leaks. Visual inspection of the balloon did not show any issues or abnormalities and no leaks were discovered during testing. Inspection of the remainder of the device revealed no irregularities. No malfunctions were identified with the returned device. Investigation conclusion: based on this investigation and all information available, a conclusion code of known inherent risk of device was chosen because a product malfunction could not be identified as the probable cause of the reported events and the reported adverse events of atrophy and urinary incontinence are included as potential adverse events within product labeling.

Event description:
It was reported that the patient had the artificial urinary sphincter 61-70 balloon removed due to atrophy and recurring incontinence. A new artificial urinary sphincter 71-80 balloon was implanted. The patient was expected to fully recover.

Event description:
It was reported that the patient had the artificial urinary sphincter 61-70 balloon removed due to atrophy and recurring incontinence. A new artificial urinary sphincter 71-80 balloon was implanted. The patient was expected to fully recover.